Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative a possible stimulation pocket infection. The representative reported patient was seen in the emergency room for pain at the pocket incision. Noted it was edematous and pink. The patient's wbc was significantly elevated. The patient was likely to undergo explant on (B)(6) 2016. Additional information was received from manufacturer representative on 9/15/2016. The wound was noted erythemic and had exposed vicryl sutures 1 month later. Wound dehiscence was considered. The patient was prescribed antibiotics and was to have re-evaluation (B)(6) 2016 for possible explant versus wound irrigation and debridement. The indication for implant was spinal pain.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Analysis found no evidence of a device issue. The conclusion code and the result code no longer apply.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016 about information received by the manufacturer representative on (B)(6) 2016 that the leads and stimulator were explanted on (B)(6) 2016 for a stimulator pocket issue that was reported to possibly be an infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.